Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use when removing the shield, the needle remained in the hub with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the customer removed a syringe from bag to take his injection, when removed the shield, both needle and hub remained stuck in shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with a piece of the shelf carton from lot # 9149939. Customer states that both needle and hub remained stuck in shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use when removing the shield, the needle remained in the hub with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the customer removed a syringe from bag to take his injection, when removed the shield, both needle and hub remained stuck in shield.